Event description:
Patient came in for a breast biopsy. A celero device was used on the patient. The radiologist made two successful passes and was able to get the specimens retrieved. However, after the second specimen retrieval, the device would no longer pump to get the device ready for another biopsy pass. A second celero device was opened and was successfully used on the patient to obtain additional samples. The defective device was accidentally discarded in the sharps container. Both celero devices used today had the lot # e23h15rl, ref celero-12.